Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a device failed to pass pm testing. The manufacturer dispatched a field service engineer to the customer's location. The field service engineer correct the customers test set up and the device passed testing. No problem was found with the device.